Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the ratcheting adapter, cannulated (p/n: 286710490, lot #: km829983) was returned and received at us cq. Upon visual inspection, the distal part of the internal shaft was observed to be broken and the broken fragment was not returned. Discoloration, scratches and the etch on the device started to fade but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition is confirmed for the ratcheting adapter, cannulated (p/n: 286710490, lot #: km829983). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for ratcheting adapter, cannulated was conducted identifying that lot number km829983 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 21 apr 2016 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 21 apr 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient with a hard bone underwent a lumbar fusion procedure using the expedium system. During the procedure three (3) instruments were impacted. The pedicle probe broke inside the patient as the surgeon was malleting the probe inside the pedicle. The broken piece was retrieved. Then upon inserting a 9.0x80mm expedium screw inside the pelvis (ilium), the ratchet on the screwdriver broke into 2 pieces and finally, the torque drive was stripped due to set screw tightening. No implants were damaged. The patient was not impacted and there was no surgical delay. The surgery was successfully completed with other instruments present in the system. Concomitant device reported: 9.0 x 80mm expedium screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) ratcheting adapter, cannulated. This is report 2 of 3 for complaint (B)(4).